Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the skin graft mesher was not meshing smoothly. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On may 4, 2018, it was reported that the device was not meshing smoothly. On may 17, 2018, it was clarified that the roller comb had some dents. The event was found during kit inspection on april 18, 2018. There was no harm or injury reported. The product was has not been repaired by someone other than zimmer biomet. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was april 10, 2012 where it was reported that the ratchet was not working and the comb, shoulder bolt, cap nut and washers were replaced. This is not a related issue. The device history record (DHR) for serial number (B)(4) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has not previously repaired/evaluated 1.5:1 cutter serial number (B)(4) as documented in the repair reports in livelink. As noted on november 8, 2017 per clifton pereira, qa/ra compliance manager, australian repair center service repair records are unavailable if they were created prior to january 1, 2016. Repair information may be available in the australian repair database and should be documented within the complaint investigation. Product review of the skin graft mesher by zimmer biomet australia on may 4, 2018 revealed that the bottom roller gear bearing was out of position. The mesher to not run smooth since the damaged comb was stopping the cutter¿s ability to rotate. The side plates, bottom roller and bottom roller gear were all worn. The shoulder bolts, washers and nuts were all damaged. The handle had black residue that could most likely be from a different type of lubrication being used on the device. The carrier guide had sharp edges. The cutter was had visible blade damage. Repair of the skin graft mesher was not performed by zimmer biomet australia at the time of this investigation since the customer has not made a decision on the repair quote at this time. The reported event was confirmed since during product review and the mesher could not run smoothly since the comb was stopping the cutter¿s ability to rotate. The cause of the device was not meshing smoothly was due to the damaged comb stopping the cutter¿s ability to rotate. The root cause of the device was not meshing smoothly could not be determined with the provided information since it is unknown how the damage occurred. The issue was resolved with the replaced level sensor. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was also reported that there were some dents on the roller comb. The event was found during kit inspection. There was no harm or delay.